Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Measurement system lock-up at elective replacement indicator (eri). The reset has cleared the lock-up condition.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The right atrial (ra) lead impedance was noted to have declined at the time of the reset as well. The reset was cleared and lead impedance returned to normal range based on historical trends. The ipg and ra lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.